Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information was requested, and the following was received: could you please provide more details for "failed to fire"? It appears that the device did not fire but they then could not release the anvil form the gun, the surgeon had to manually pull the anvil apart from the gun, but this was not easy at all. Where within the gap setting scale was the orange indicator prior to firing? They were in the gap setting scale. What confirmation was received that the device was fully fired? There was green tick in the indicator. Did the device staple? No. Was the staple line complete? It did not staple. Were there any staples missing from the staple line? N/a . What was the shape of the staples (b-formation, irregular, legs straight)? N/a. Were the staples deployed into the tissue? Were the staples seen in the surgical field? Did the device cut? No. Was the cut line fully circumferential around the target tissue? N/a. If the device fully cut, were both tissue donuts present? N/a. If the device fully cut, were both donuts complete? How many counter-clockwise revolutions were used to open the device? As per instructions. How was it confirmed that the anvil was free from the tissue prior to removing? After firing was the adjusting knob turned ½ to ¾ revolutions? The gun failed to fire. Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? Who fired the device? The registrar. Who removed the device? Mr. (B)(6) - consultant surgeon. Was the safety reset prior to removal? Yes. What was the users experience with the device? They have routinely been using this device. Could you please clarify if there were any patient consequences? Patient was on the table longer than necessary and they were kept in hospital for 2 days longer post operatively to ensure there were no post operative complications as a result of this. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Yes, the patient was in hospital longer I haven¿t responded to all the questions above as the device failed to fire and then the surgeon could not easily remove the anvil from the gun, he therefore was unable to remove this gun from the patients rectum, he had to go back into the patients abdomen and prizt the anvil from the gun. He left the anvil in situ in the proximal part of the resection and then opened a new gun to fire it and complete the anastomosis. This worked and there were complete donuts and a leak free anastomosis immediately post operatively. One thing to note is that the anvil that will be returned with the gun is not the anvil that was used when this device was fired. It is the one form the new gun that did fire. The surgeon has confirmed that due to the fact that he could not separate the anvil head from the gun, he had to extend the incision to prize them apart with his hands as everything else had failed so it was the fact that the patient had this extended incision that meant they had a longer and extended hospital stay. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a colorectal case the device they were using failed to fire, and when they tried to remove the device, they had great difficulty in detaching the anvil from the trocar.

Manufacturer narrative:
(B)(4) date sent: 10/03/2022 d4: batch # 123a79 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. The breakaway washer was present and uncut, the device was fully loaded with staples. When the test battery was installed the green checkmark does not illuminate, indicating that the device had not been fired. During the functional test, an attempt to fire the device throughout the firing range was unsuccessful. However, the anvil was installed onto the trocar several times with no issue. The device was disassembled to verify the condition of the internal components and cracks were observed in the conductive traces of the flex circuit (connector contacts). It was determined that the cracks in the flex circuit prevented the anvil detect circuit from functioning thus preventing the device from firing. After disassembly, the device was tested for functionality and it was manually assisted. The device was fired with a test washer and anvil formed all the staples as well as completely cut the test media and the breakaway washer without incident confirming that the experience was due to the damage in the flex circuit. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The damage observed on the flex circuit has been correlated to the design. The anvil performed without any difficulties, the instructions for use do contain the following caution: the device will not fire if the anvil is not properly attached or if the orange staple height indicator is not fully within the green range of the tissue compression scale. Ensure the anvil is attached by verifying the orange band is covered and the anvil is secure. The device will not fire with an unsecure anvil. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. L